Event description:
It was reported a small white piece was found on the 52mm sector cup when opened. It appeared to be either small extruded plastic pieces or fluff of some kind. The cup had not been touched when this piece was found and had only been handled in the blue plastic cover. The cup was only touched when they were trying to determine what was on the cup. A new cup was opened and this was not implanted in the patient, nor did it touch the patient. Some of the white material is also still on the cup itself. Surgery was delayed 2 minutes while opening the new device. Procedure was completed successfully there was no patient harm. The cup was not implanted into the patient and the foreign item on the cup was discovered before the cup touched the patient.

Manufacturer narrative:
Depuy orthopaedics is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy orthopaedics has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy orthopaedics or its employees that the report constitutes an admission that the device, depuy orthopaedics, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: b3: unknown event date if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: a small white piece was found on the 52mm sector cup when opened. It appeared to be either small extruded plastic pieces or fluff of some kind. The cup had not been touched when this piece was found and had only been handled in the blue plastic cover. The cup was only touched when they were trying to determine what was on the cup. A new cup was opened and this was not implanted in the patient, nor did it touch the patient. The product was returned to j&j medtech orthopaedics for evaluation. Additionally, photos were provided for review. Img_8925.jpg, img_8946.jpg, img_8932.jpg, img_8931.jpg and img_8928.jpg. The photo investigation revealed that the packaging of the pinn sector w/gription 52mm can be seen open and the blue plastic cover has a small unknown white particle. However the visual analysis of the returned device does not found signs of foreign matter nor debris, the blister packaging and the blue plastic cover were not returned for evaluation. With the available information and since the packaging with the foreign matter was not returned no further evaluation was able to be performed to determinate the source of the white particle. Consequently, there is no indication of any manufacturing error that could have contributed to the reported "foreign matter - inside sterile packaging" issue. Without concrete evidence or further information, it is not possible to determine a root cause. A manufacturing record evaluation was performed for the finished device product description: pinn sector w/gription 52mm product code: 121732052 lot number: m6880y and no non-conformances or manufacturing irregularities were identified. The overall complaint was confirmed as the condition of the pinn sector w/gription 52mm can be seen from the photographs provided and would contribute to the reported foreign matter inside the sterile packaging. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a manufacturing record evaluation was performed for the finished device product description: pinn sector w/gription 52mm product code: 121732052 lot number: m6880y and no non-conformances or manufacturing irregularities were identified. Device history review: a manufacturing record evaluation was performed for the finished device product description: pinn sector w/gription 52mm product code: 121732052 lot number: m6880y and no non-conformances or manufacturing irregularities were identified. H11 additional narrative: corrected: h3.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary : a small white piece was found on the 52mm sector cup when opened. It appeared to be either small extruded plastic pieces or fluff of some kind. The cup had not been touched when this piece was found and had only been handled in the blue plastic cover. The cup was only touched when they were trying to determine what was on the cup. A new cup was opened and this was not implanted in the patient, nor did it touch the patient. The product was not returned to j&j medtech orthopaedics, however photos were provided for review. See attachment img_8925.jpg, img_8946.jpg, img_8932.jpg, img_8931.jpg and img_8928.jpg. The photo investigation revealed that the packaging of the pinn sector w/gription 52mm can be seen open and the blue plastic cover has a small unknown white particle. With the available information, no further evaluation was able to be performed to determinate the source of the white particle. Consequently, there is no indication of any manufacturing error that could have contributed to the reported "foreign matter - inside sterile packaging" issue. Without concrete evidence or further information, it is not possible to determine a root cause. A manufacturing record evaluation was performed for the finished device product description: pinn sector w/gription 52mm product code: 121732052 lot number: m6880y and no non-conformances or manufacturing irregularities were identified. The overall complaint was confirmed as the condition of the pinn sector w/gription 52mm can be seen from the photographs provided and would contribute to the reported foreign matter inside the sterile packaging. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : a manufacturing record evaluation was performed for the finished device product description: pinn sector w/gription 52mm product code: 121732052 lot number: m6880y and no non-conformances or manufacturing irregularities were identified. Device history review :a manufacturing record evaluation was performed for the finished device product description: pinn sector w/gription 52mm product code: 121732052 lot number: m6880y and no non-conformances or manufacturing irregularities were identified.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: a small white piece was found on the 52mm sector cup when opened. It appeared to be either small extruded plastic pieces or fluff of some kind. The cup had not been touched when this piece was found and had only been handled in the blue plastic cover. The cup was only touched when they were trying to determine what was on the cup. A new cup was opened and this was not implanted in the patient, nor did it touch the patient. The product was returned to j&j medtech orthopaedics for evaluation. Visual analysis of the returned device does not found signs of foreign matter nor debris, the blister packaging and the blue plastic cover were not returned for evaluation. With the available information and since the packaging with the foreign matter was not returned no further evaluation was able to be performed to determinate the source of the material. Consequently, there is no indication of any manufacturing error that could have contributed to the reported "foreign matter - inside sterile packaging" issue. Without concrete evidence or further information, it is not possible to confirm the reported allegation. A manufacturing record evaluation was performed for the finished device product description: pinn sector w/gription 52mm product code: 121732052 lot number: m6880y and no non-conformances or manufacturing irregularities were identified. A dimensional inspection was not performed since it was not applicable to the complaint condition. A functional test was not performed since it was not applicable to the complaint condition. The overall complaint was not confirmed as the observed condition of the pinn sector w/gription 52mm would have not contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a manufacturing record evaluation was performed for the finished device product description: pinn sector w/gription 52mm product code: 121732052 lot number: m6880y and no non-conformances or manufacturing irregularities were identified. H11 additional narrative: corrected: h3.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Added: b5, h6. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information was received: the device was not decontaminated as this would potentially lose the contaminant item and then it couldn't be properly investigated. I am aware of no patient harm. The cup was not implanted into the patient, and the foreign item on the cup was discovered before the cup touched the patient. There was a slight delay in the surgery while the cup was examined, and then a new cup was opened and used on the patient.